Event description:
It was reported that a shaft break occured. The target lesion details are unknown. During preparation for the percutaneous coronary intervention procedure, it was noted that the collar part of the guidezilla had been "cut a little." The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).